Event description:
It was reported by service report that the power light was on but there was no side rail functionality. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail extension cable.